Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and recalibrated the transducers which resolved the issue. The stm then verified all operations including functional, safety and performance per factory specifications, and was no longer able to duplicate the failure with 40cc balloons. However, the stm also noted that occasionally when using 50cc balloons at that altitude, the iabp would require a second autofill before pumping. All findings were reported to getinge technical support and factory. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill related issue under unknown circumstance. No patient was involved during this event and no adverse event was reported.